Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101020 ¿ m/l taper stem ¿ 61375621, 536000057 ¿ shell ¿ 61352128, 437632057 ¿ durasul liner - 6091b317. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the device remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01041.

Event description:
It was reported that patient is experiencing elevated metal ion levels, chronic toxic encephalopathy, left lateral hip pain, neuropathy, fatigue, tremors, synovitis, capsular thickening and cardiac complications after an unknown amount of time post implantations. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a3; g4; h2; h3; h6 reported event is unable to be confirmed due to limited information provided. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.